Manufacturer narrative:
(B)(4). Report source: (B)(6). Product will not be returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial knee arthroplasty. After a year, patient was revised due to pain and instability.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a total knee arthroplasty revision approximately thirteen (13) months post-operatively due to pain and instability. The patient's polyethylene bearing was removed and replaced with a thicker size, and the patient's native patella was resurfaced.